Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder arthroscopy after 10 minutes of using the device the vapr s90 electrode sent a signal reading "output shorted" to the machine and did not work anymore. It was also noticed that there was a black spot on the tip of the electrode and that it was sparkling. The procedure was completed with a second electrode. There was no patient consequences. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The complaint can be confirmed. Visual inspection shows that manifold shows damage. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds,however output shorted on ablate and coag functions as intended. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that when performing the hipot test a fail was recorded and the point of failure was observed at the damaged section. The activation tests resulted in an ¿output shorted¿ message appearing on the generator on ablate mode. The cause of the issue is mostly likely due to a direct path being created between the active and return circuit at the distal end. This can be caused by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Electrodes which exhibit a similar defect have been further investigated through capas. No further corrective or preventative action are required. Both of these capas are now closed. Continuous review of complaints will be performed and if any adverse trend is noted a further review of this decision will be undertaken. A DHR review was performed for the finished device lot number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
There was ten (10) minutes of surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.